Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
During a cardiomems implant procedure on (B)(6) 2023 it was not possible to calibrate the sensor due to the patient's condition. The patient was reported to be in acute decompensated heart failure. On (B)(6) 2023 a right heart catheterization was performed to calibrate the sensor. Dampened waveforms were observed from the sensor readings. The physician is currently monitoring the patient and the sensor readings.